Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded and or loose drive support disk. No flushed drive support disk noted. The occlusion, prime and excessive no delivery tests were not performed due to the device alarming compromised force sensor system alarm. The device had cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked case at the reservoir tube window corner, cracked reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Troubleshooting was done. Customer's blood glucose was 348 mg/dl. Customer treated high blood glucose with manual shot. During the troubleshooting it was found that the drive support cap was flushed. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.